Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a crack on the bottom case by the l-bracket. Event log history was performed and indicated that battery depleted was recorded in history. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is normal wear of the interconnect board. The interconnect board is 10 years old. Service replaced interconnect board and also replaced battery as a preventative measure.

Event description:
It was reported that the pump runs fine while plugged in but thinks the battery is depleted when running on battery even with a new battery.

Manufacturer narrative:
Other, other text: additional information b5, h2 and h3. Correction d1.

Event description:
Additional information received indicated it is unknown if this event occurred during use or there was no patient involvement. No patient injury was reported.